Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted approximately nine months after implant. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that the system was explanted due to twiddlers syndrome. No new device was implanted during the surgery. No additional adverse patient effects were reported. This ICD will not return for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted approximately nine months after implant. No adverse patient effects were reported. This ICD remains in service.